Event description:
On two separate sleep study trials utilizing two different sized mouth pieces, the patient developed soft palate pain, hematomas and bleeding following the use of the winx sleep therapy system.manufacturer response for sleep therapy system, winx sleep therapy system (per site reporter).====================== there was no record of this occurring previously. Patient condition or blood thinning medications could contribute to bleeding. They have notified their chief engineer and will plan a site visit to review.